Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had an issue with a sensor and had received a change sensor alert. Customer stated that his sensor glucose reading was 140 mg/dl and his blood glucose reading was 400 mg/dl one day. Customer's current blood glucose reading was 65 mg/dl. Customer was educated on sensor glucose vs. Blood glucose levels. Customer was advised to remove and change out the sensor. Sensor will be replaced. No additional information provided.